Event description:
It was reported the device had "broken wires." No other information was provided. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
(B)(4).